Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device was power broken and the hose was torn near the muffler. The event was not reported to have occurred during surgery. It was not reported if there any delays in the surgical procedure or if a spare device was available for use. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reported stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device was powerbroken and the hose was torn near the muffler. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in safe or load position. It was determined that the hose torn near the muffler was indicative of pulling the hose instead of the muffler to disconnect it from the autolube and/or by pulling the autolube around by the hose. The assignable root cause was determined to be due to misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.